Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a significant bleeding (over 500cc) around the greater curve of the stomach near the spleen. The blood was pooling in faster than they could search and they just needed to stop the bleeding, ultimately using suture to secure the area. The bleeding was controlled and the case was completed. An end tone was heard but no regrasp alarm. Post-operatively, the patient displayed all the symptoms of bleeding and was taken to another hospital for follow up care. A blood transfusion was required and ultimately the patient's spleen was removed. The patient had an extended hospitalization for 7 days.